Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Shortly after undergoing the essure procedure, an hysterosalpingogram test was performed and plaintiff was advised that her coils were properly placed. However, plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, abdominal pain, abdominal bloating, excessive weight gain, and chronic fatigue. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. On or around (B)(6) 2016, plaintiff underwent a hysterectomy to remove the essure coils. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain/ increasingly severe pain. Consumer sought treatment for her symptoms, but was unable to resolve them. Then, she underwent a hysterectomy to remove the essure. Outcome was not reported. The event is listed in the reference safety information for essure. During essure therapy back, pelvic and uncharacterized pain may occur. In this particular case, the chronic pelvic pain/ increasingly severe pain started after essure insertion. Considering the nature of event, the plausible temporal relationship and the absence of alternative explanation, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 15-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain/ increasingly severe pain. Consumer sought treatment for her symptoms, but was unable to resolve them. Then, she underwent a hysterectomy to remove the essure. Outcome was not reported. The event is listed in the reference safety information for essure. During essure therapy back, pelvic and uncharacterized pain may occur. In this particular case, the chronic pelvic pain/ increasingly severe pain started after essure insertion. Considering the nature of event, the plausible temporal relationship and the absence of alternative explanation, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. Product technical analysis concluded that there is no relationship between the reported medical event and quality defect. Further information will be obtained through the litigation process.